Manufacturer narrative:
(B)(4). Additional information requested and obtained: the reported implant date and explant date is a couple days apart. Can you please provide the implant date and explant date? Here is what was reported ¿ implant: (B)(6) 2018. Explant: (B)(6) 2018. Response: your information is correct.

Manufacturer narrative:
(B)(4). Only event year is known: 2018. Batch # unk. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: did the patient have an autoimmune disease? No. Is the patient currently taking steroids/immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Severe. Did the dysphagia improve after the device was implanted initially? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Other than the persistent dysphagia were there other factors that contributed to the removal of the linx? No. Was the device found in the correct position/geometry at the time of removal? No. Device is being retained and not available for return. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The reported implant date and explant date is a couple days apart. Can you please provide the implant date and explant date? Here is was reported ¿ implant: (B)(6) 2018. Explant: (B)(6) 2018.

Event description:
It was reported that the linx device was explanted do to persistent dysphagia. Partial fundoplication was done.

Manufacturer narrative:
(B)(4). Additional information received: the device slipped around the top of the stomach. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Described the position of the linx device at the time of removal. Did the patient have a hiatal hernia at the time of the removal? Did it appear that the position of the device had changed since the implant procedure? How was this change observed (intra-operatively at the time of explant, x-rays, barium swallow, egd)?